Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "I have been trying to start a digital warranty claim for patient redacted. When I hit submit it just says upload and never fully submits". Healthcare professional later reported rupture confirmed by ultrasound. Device remains implanted.